Event description:
It was reported by the clinician that they had a patient that was transferred from (B) (6) hospital with a 4 fr pediatric central venous catheter in place. During removal of the catheter, the hub broke off leaving the cannula in the patient. The retained piece was removed in (B) (6) radiology.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.